Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. Both leads were revised and later removed and replaced. No patient complications have been reported as a result of this event.